Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped on 30oct 2019. The manufacturer is closing the file on this event.

Event description:
It was reported that that the patient expired on (B)(6) 2020. Additional information was requested but not provided.